Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited non-capture. The rv lead was revised and remains in use. During the rv lead revision procedure, difficulty was encountered resetting the implantable pulse generator (ipg) setscrew and over-sensing was identified when manipulating the rv lead at the ipg header. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.